Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the end of the patient line (pl) during dwell 1 of 5 of their pd treatment. The patient reported not receiving an alarm. It is unknown at which point in therapy the leak may have begun. The patient advised the blue pin broke causing the fluid leak. The patient was advised to re-setup with new supplies. Upon follow up, the patient verified the reported event and that the blue pin was somehow damaged. This caused fluid to leak all over the floor. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported events. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the end of the patient line (pl) during dwell 1 of 5 of their pd treatment. The patient reported not receiving an alarm. It is unknown at which point in therapy the leak may have begun. The patient advised the blue pin broke causing the fluid leak. The patient was advised to re-setup with new supplies. Upon follow up, the patient verified the reported event and that the blue pin was somehow damaged. This caused fluid to leak all over the floor. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported events. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.